Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has had four instances of the programmer and charger not communicating with the ipg. The sjm rep met with the pt and found the pt was inadvertently bypassing communication. The sjm rep re-educated the pt on use of the external devices. The pt has shorted her charging times and increased frequency of charging to eliminate heating while charging issues.